Manufacturer narrative:
Pump received with critical pump error due to corrosion on the electronic assembly. Unable to perform the self, currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and active measurement tests due to critical pump error. No moisture damage was found on the motor or force sensor during visual inspection. Pump received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump has a long crack all along the battery tube. There was no further information provided by the customer or by troubleshooting.